Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported error was confirmed and replicated. In logs, the 32097 error was found confirming the fault occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing. Once testing was complete, the clock spring fiber, parallelogram fiber and rolling loop fiber were further inspected and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the clock spring fiber assembly, parallelogram fiber assembly and rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 32097 occurred against universal surgical manipulator (usm) 3. The technical support engineer (tse) walked the caller through a hard power cycle, with no change. The customer was unsure if they would be able to use the system as a 3 usm setup. The procedure was reportedly aborted to another system.